Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: scope is dark and blurry. The probable root cause/s could be rough handling during sterilization or reprocessing methods and/or during product transport. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a blurry image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during the procedure.